Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. The sample was received with the safety mechanism not engaged. Light usage residues were observed. An attempt to activate the safety mechanism was ultimately successful; however, resistance was encountered. Microscopic inspection of the sample revealed a deformed region of the needle shaft. Longitudinal scoring marks were observed in the deformed region. The resistance appeared to be caused by passing the metal sleeve of the safety over the deformed region of the needle shaft. While the deformed region of the needle caused the observed resistance when activating the safety mechanism, the cause of that deformation was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn't work. Therefore, the tip of the needle was removed without being stored in base. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn't work. Therefore, the tip of the needle was removed without being stored in base. There was no reported patient injury.